Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received numerous anti-tachycardia pacing (atp) and shock therapies. It was observed that the rhythm appeared to be fast atrial activity then had a sudden onset of fast ventricular (v) activity. Atp was able to break the rhythm but patient went back into fast v rhythm so shocks were given were therapy was exhausted. Moreover, presenting electrogram (egm) showed noise on shock egm but was not marked by the device and did not lead to any issues. Additional information indicates that patient underwent ablation and the physician left the patient with what was originally programmed. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Additional information indicates that the cardiac resynchronization therapy defibrillator (crt-d) was explanted for normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.